Manufacturer narrative:
Therapy date and desc corrected from whisper wire to 185cm kinetix¿ guide wire device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07528. It was further reported that the 2.50mm x 16mm promus premier stent became stuck on a 185cm kinetix guide wire and not on a non-bsc guide wire.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the device at review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery and left circumflex artery. A 2.50mm x 16mm promus premier¿ stent was loaded into a non bsc guide wire however the stent delivery system (sds) would not advance over the wire and became stuck while still outside the patient's body. The sds balloon was never inflated and the stent was not deployed. The guide wire was cut to remove the stent. The procedure was completed using a different device. No patient complications were reported.